Event description:
It was reported that patient breached aseptic technique while using a homechoice automated pd set with cassette. This occurred during the first fill cycle of peritoneal dialysis therapy. According to the report, the home patient indicated that they wanted to start over with new supplies as the setup was "compromised". The reporter did not specify how the supplies were compromised. The technical services representative assisted the care giver in ending therapy. There was no serious injury or medical intervention associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be performed. The patient did not specify what exactly was compromised. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to use aseptic technique to reduce the chance of infection: when you connect yourself to the cycler. The guide warns the user to follow aseptic technique taught by your dialysis center when handling lines and solution bags to reduce the possibility of infection. A formal labeling review for the product family will be conducted. Should additional relevant information become available.